Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) (year unclear) at 11:00pm. The patient reported blood glucose results of "76 mg/dl" with the subject meter and "34 mg/dl" on another meter (emergency medical service meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how often the patient tests her blood glucose and it is not known what the patient's blood glucose range is. The patient claimed she manages her diabetes with insulin (humalog quick pen). The patient indicated she administered 18 units of insulin in response to the alleged issue; however the reason for administering insulin is unknown. The patient reportedly developed unspecified symptoms at an unknown time later. Immediately after administering insulin, the patient stated she notified emergency medical services (ems). The patient reportedly obtain a blood glucose result of "34 mg/dl" with the ems meter. However it is not known what type of treatment, if any, the patient received from the ems. At the time of troubleshooting, the cca noted an approved sample site was used and the correct unit of measure was set correctly on the subject meter. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.